Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the doctor put the tensor gauge in to test the gaps and when he brought the knee down into extension, the femoral and tibial implant snapped the tensor gauge. All fragments were retrieved

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Visual examination of the provided picture identified signs of repeated use (scratched), the device is fractured and is covered in foreign material. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.